Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not pumping oxygen. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer requested service, and wanted to know if the oxygen was connected/disconnected at the time of use. Investigation is ongoing.

Manufacturer narrative:
H10: the service engineer (se) replaced the blower and reported that the oxygen delivery was restored and tested. The se performed a performance verification and safety test, and the device passed all specifications. The system meets the specification for the performed service and is returned to use.